Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of the ¿stapler instrument did not staple the tissue correctly. As a result, the stomach was damaged, causing bleeding¿, which could potentially be related to a product problem. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. - logs show that part number 480460-09, lot l90210125-0126 was the first sureform stapler installed and fired 3 green reloads. All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. - logs show that part number 480460-09, lot l90210125-0122 was the 2nd sureform stapler installed and fired 6 green reloads. All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. Corrected information can be found the following fields: b1, annex a, annex g, and annex b. B1 updated from "adverse event" to "adverse event and product problem". Annex a updated to include (B)(6) due to "stapler instrument did not staple the tissue correctly". Annex g updated to include (B)(4) as complaint is related to the staple. Annex b updated to include b13. Additional information can be found in field h10. H10 was updated to add stapler log review information.

Manufacturer narrative:
As of the date of this report, intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instrument and the reloads involved with the reported event. Therefore, the root cause of the customer-reported issue cannot be determined at this time. If additional information is received, a follow-up MDR will be submitted. No image or video is available for review. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. This complaint is being reported due to the following conclusion: the patient allegedly experienced internal bleeding. At this time, the amount of blood loss is unknown, if the blood loss occurred due to the use of the isi product, if a blood transfusion was administered and if there were any post-operative complications.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure while stapling the stomach, the sureform 60 stapler (ref 480460, lot l91210104) instrument malfunctioned. The stapler instrument did not staple the tissue correctly. As a result, the stomach was damaged, causing bleeding. Intuitive surgical, inc. (Isi) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.